Event description:
Tampon stuck inside me for 2 days [foreign body in reproductive tract] tampon string broke [device breakage] case narrative: consumer reported via e-mail that tampon string broke. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.